Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with mild calcification and mild tortuosity. The 5.00x15mm trek balloon dilation catheter (bdc) was attempted to be loaded onto a non-abbott guidewire (gw); however, the tip of the bdc was not open. Therefore the gw was not able to be inserted into the bdc. The bdc was not used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another trek was used to continue the procedure. Device return analysis found a hole in the inner member proximal from the proximal seal of the balloon. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported difficulty inserting the device could not be replicated in a testing environment due to the condition of the returned device. It was noted that there was a hole in the inner member proximal from the proximal seal. The reported material deformation could not be confirmed; however, it is likely that the account perceived the tip as the distal side of the bdc as damage was noted during return analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. There was no damage noted to the device during the inspection prior to use which or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return analysis noted a hole in the inner member proximal from the proximal seal. In this case, it is likely that the guide wire was backloaded incorrectly and/or at an angle such that the guide wire punctured the inner member resulting in the reported difficulty inserting the device and giving the impression of the tip of the bdc not being open (by tip it¿s likely that they mean the distal side of the bdc). The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.